Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device history record was reviewed and mrr #57291 was found on p/n 03.010.048 lot #4963191 for poor etch on two parts. Rework was performed and the two reworked parts were checked and passed. This nonconformance is not relevant because the issue is visual would not contribute to the complaint condition. Mrr #56028 was found on p/n 03.010.048.1 lot #4817588 for features d5 undersize and g3 and g4 outside specification limits. The qe cleaned and remeasured the parts and they were found within specifications and accepted. The relevancy of this nonconformance is not able to be determined. Mrr #52188 was found on p/n 03.010.048.2 lot #4819595 for feature l4 oversize on supplier parts. The pde accepted the parts use as is because the oversize condition affects cam engagement angle only-not part function. This nonconformance is not relevant to this complaint because it is not associated with function or alignment. Mrr #55147 was found on p/n 03.010.048.4 lot #4819598 for feature d3 undersize on supplier parts. The parts were returned to the supplier , reworked, inspected and accepted after rework. This nonconformance is not relevant to this complaint because it the issue is with the dowel pin hole that is the stop for the cam. And the cam does not affect alignment. Mrr #55313 was found on p/n 03.010.048.5 lot #4819602 for void in coating on one part out of 107 supplier parts. The one nonconforming part was scrapped. This nonconformance is not relevant to this complaint condition because it is a cosmetic issue and does not affect alignment. Mrr #55659 was found on p/n 03.010.048.6 lot #4858888 for bare areas on top diameter on supplier parts. The parts were returned to the supplier, reworked, inspected and accepted. This nonconformance is not relevant to this complaint because the issue is cosmetic. Mrr #5470 was found on p/n dg10052 lot #4793591 for residue and feature d1 oversize on supplier part process. The parts were reworked to remove the residue and reinspected and accepted. Feature d1 was accepted use as is by the pde because the oversize bore will not affect safety or efficacy of the device. This nonconformance is not relevant to this complaint because the issues are on the knob component that does not affect alignment. Mrr #52254 was found on p/n dg10052 lot #4779031 for feature d1 oversize and scratches on supplier part process. Feature d1 was checked to ø703 or less per qe instructions per reference mrr #50691 and accepted. Two parts were scrapped for scratches. This nonconformance is not relevant to this complaint because the issues are on the knob component that does not affect alignment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
During a proximal femur fracture surgery on (B)(6) 2013, the surgeon had placed the femoral nail and was attempting to lock it. Reportedly the recon locking aiming arm missed the holes in the nail. With some maneuvering the surgeon was able to lock the nail and complete the surgery with no reported harm to the patient reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. One recon locking aiming arm for lateral entry femoral nails-ex (part#03.010.048, lot#4963191) was received for evaluation with complaint category "does not fit with other parts" and complaint description "the aiming arm missed the holes in the nail. With some maneuvering the surgeon was able to lock the nail and complete the surgery with no reported harm to the patient." The returned device (lot#4963191) was manufactured in may 2005 and is over 8 years old. On the returned device, several dents exists through the anodize layer. Device has significant pitting, dents and surface scratches which is indicative of a long service life. The complaint could not be replicated with the returned device. The most likely cause for this complaint is improper user technique, such as incorrect nail starting point, improper assembly or rotation of nail. The design is adequate for its intended use and did not contribute to this complaint condition.